Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on information reviewed, a definitive cause for pericardial effusion could not be determined, however cardiac tamponade appears to be a cascading effect of the effusion. The reported patient effects of cardiac tamponade and pericardial effusion as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Poor image resolution/ poor visualization of the clip was due to a rotated heart (patient morphology/pathology). There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The delivery system was discarded and the clip remains in patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.na

Event description:
This is filed to report pericardial effusion, cardiac tamponade, and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted small fluid sac located on the right side of the heart and poor visualization of the clip due to a rotated heart. After transseptal puncture, the fluid seemed larger. A clip delivery system was advanced to the mitral valve, and the clip was deployed, reducing mr. At the end of the procedure a pericardial effusion (pe) was observed, and the patient developed tamponade symptoms. The pe was drained through pericardiocentesis. The physician stated that the patient had a previous small fluid sac around the right side of the heart that was progressing. Although the cds performed as intended, the clip may have contributed to the fluid sac becoming larger. The patient is stable. One clip was implanted, reducing mr to 1. There was no clinically significant delay in the procedure. No additional information was provided.